Manufacturer narrative:
Upon receipt, the device interrogation revealed the eos battery status, 20 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The data showed, that the device automatically activated the eos battery status on (B)(6) 2020 at 11:56h. The data further showed a detection of strong magnetic fields at 11:47h, a few minutes before the eos detection, most probably due to the beginning of an MRI scan. Analysis showed that the MRI mode of the ICD had not been activated. Please note that an MRI scan without prior programming the device into MRI mode is not recommended because of possible subsequent damage to the electronic module. The ICD was subjected to an electrical analysis and it revealed no anomalies. The ICD was opened and inspected in detail. The electronic module functioned as expected. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. The current consumption was normal. The battery analysis did not show any anomalies that might have led to the activation of the eos status. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the eos status most likely resulted from an MRI scan without prior activation of the MRI mode. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. The analysis did not reveal any indication of a device malfunction.

Event description:
It was reported that the device was explanted due to eri status approx. 63 months after the implantation. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.